Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pacing impedances of less than 200 ohms when programmed lv ring to rv. Other configurations yielded normal pacing impedances. Boston scientific technical services discussed that impedances for epicardial leads typically ran lower, especially when factoring larger surface areas. Thresholds were noted to be normal. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.